Manufacturer narrative:
(B)(4). (B)(6). The device was returned and an evaluation is complete. A visual inspection was performed and identified a crack in the cap and damage to the finger grips. A leak test was performed and the device failed. The reported condition was verified, however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Voluntary report number: (B)(4).

Event description:
It was reported that a minicap was cracked. This was noted after use. There was no patient injury or medical intervention reported. No additional information is available.